Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error. Customer's blood glucose level was 22 mmol/l. Customer stated that they treated with a manual injection. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had minor scratched lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.